Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that bipolar electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) the complaint was confirmed. The ipg exhibited premature battery depletion and sleep current, 68.68 mv per day and 922 ua respectively. Vh impedance was low; 3.66 kilo ohm range. The device battery profile indicates that the battery depletion rate changed right after implant and prior to the explant procedure. Electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Reference er2010. The use of electrocautery during the implant procedure resulted in the reported complaint.

Event description:
A report was received that the patient was charging their implant frequently. The physician suspected ipg malfunction. The database analysis confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was charging their implant frequently. The physician suspected ipg malfunction. The database analysis confirmed premature battery depletion. The patient will undergo an ipg replacement.